Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized for a high blood glucose of 653 mg/dl on (B)(6) 2017. Customer woke up with a high blood glucose and even after treating it would not lower. The customer was wearing the insulin pump at the time of the hospitalization. Issues with high blood glucose started on (B)(6) 2017. Customer wanted to perform troubleshooting; however it was not performed as the customer did not have the supplies at the time of the call. Customer stated he would call back to perform troubleshooting. Customer's current blood glucose was 342 mg/dl. The device is not returning for analysis.